Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure an opal hdx mapping sys install bundle was selected for use. However, a badhdr error occurred. The physician decided to terminate the therapy early since no mapping navigation could be provided for the requested opal case. No patient complications occurred. The device is expected to be returned for laboratory analysis.